Event description:
It was reported that this was a closure using three proglide devices. Reportedly, a cuff miss [suture retrieval issue] occurred with the three devices. Manual compression was applied to achieve hemostasis. There was no reported adverse patient effects and no reported clinically significant delay in the procedure. Returned device analysis found that the loop was formed and was in the suture bearing. No additional information was provided.

Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis was performed on the returned device. The failure to cycle was not confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. It is likely the device was mal positioned, friable tissue or a partial capture. The suture appears to not have released from the anterior foot. This would support the reason the link separated from the anterior cuff giving the appearance of the needle not connecting to the cuff. A release from friable tissue or a partial capture of the vessel could occur if the suture, as observed in the returned device, was captured under the foot. In this case, it is likely both a sub optimal position and partial capture occurred. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.